Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset instructions and confirming that the malfunction code did not recur after resetting the pump. The customer was advised to continue using the pump and to contact technical support again if the issue reoccurs.